Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. This is being reported because it is same or similar to product used in the us. The sample was not returned to baxter, therefore no sample evaluation could be performed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a blood leak was not confirmed and the root cause could not be determined.

Event description:
A pharmacist contacted baxter (B)(4) regarding a blood leak from a dialyzer. Reportedly, a blood leak was observed with a xenium 190, during the dialysis, there was a blood leak alarm because the dialyzer was leaking. They had to change the dialyzer and the lines and clean the equipment with bleach. During a follow-up with the nurse there was no visible leak on the dialyzer. The only problem was the alarm. Regarding the patient, there is no clinical consequence.